Manufacturer narrative:
H3 other text : device has not returned.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged irritation, dizziness and/or headache, nausea/vomiting, respiratory failure, nerve damage, lung disease (unspecified). Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report device information was not updated. In this report device information has been updated. Box c updated/corrected.